Manufacturer narrative:
It was reported that the abutment was explanted on (B)(6) 2019. This follow up report is submitted on august 16, 2019

Manufacturer narrative:
It was reported the patient's infection was treated with antibiotics (date and duration not reported). This report is filed on april 09, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient developed infections at the abutment site and loss of osseointegration resulting in the removal of the abutment. Additional information has been requested but has not been made available as of the date of this report.